Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain and burning sensation at the ipg site. As a result, surgical intervention may be taken to address the issue.

Manufacturer narrative:
Date of event is estimated.